Event description:
The analysis was reviewed. The lead tested out of specification during manufacturer's analysis. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012. There was oversensing with eleven ventricular non-sustained tachycardia episodes less than or equal to 210 milliseconds on (B)(6) 2012. The ventricular short interval count is equal to 331 counts, in 0.17 day, on (B)(6) 2012.